Manufacturer narrative:
The customer representative examined the system and replaced the IV pole printed circuit board (pcb). Preventive maintenance was then performed and the system was tested and met all product specifications. Additional information regarding product evaluation is pending. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that a system message error displayed during a cataract procedure. The cassette was replaced and the system was reprimed however, these actions did not solve issue. Another system was used to complete the case following a delay of one hour. There was no harm to the patient. Additional information has been requested.